Event description:
A port and an alarming issue were reported with the adc device. A customer reported that the device would turn on with a button but not with the strip and it failed to alert the customer when their glucose levels changed. The customer further reported that their glucose was ¿too high¿ and they experienced a loss of consciousness on the street. The ambulance was called and the customer was taken to a hospital where insulin (type/dose unknown) was administered as a treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaints (port) and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. A valid lot or serial number was not provided. A tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.